Manufacturer narrative:
Concomitant medical products: 6947, lead, implanted (B)(6) 2011, 1488tc, lead, implanted (B)(6) 2006. Product event summary: the full lead was returned and analyzed and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was returned with no information and subsequently tested out of specification during manufacturer's analysis. Follow up yielded no further information. No patient complications have been reported as a result of this event.